Event description:
It was reported that ¿the other day when patient went to turn their machine on they were getting shocks.¿ patient was getting shocks all over their back. Patient was getting a bump, right above where they had had a machine previously. This was the patient¿s 5th device. It was noted that the health care professional (hcp) believed the patient¿s ¿wires had come loose off the paddle that they were hooked up to.¿ this had reportedly started about 2 weeks prior to this report. There was no known accident, fall, or trauma. It was further noted that the device was placed in the patient¿s stomach. Patient stated ¿it is like wherethey came around my back, it¿s like I got a lump there now.¿ it was noted that the patient had been getting shocked there also. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 3487a-33, lot# j0437121v, implanted: 2004-(B)(6), product type lead, product ID 7434a, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, (B)(4).